Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported during a patient's hemodialysis (hd) treatment the blood pump rotor guide pin cover came loose and damaged the blood pump tubing. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Event description:
A user facility biomedical technician (bmt) reported during a patient's hemodialysis (hd) treatment the blood pump rotor guide pin cover came loose and damaged the blood pump tubing. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported during a patient's hemodialysis (hd) treatment the blood pump rotor guide pin cover came loose and damaged the blood pump tubing. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The bloodline was not returned for investigation. The rotor was returned with one of the front sleeve and one of the rear sleeve loose and deformed. The sleeves can be easily removed from the guide pins and there are signs of debris on both pins. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The defective front sleeve fell out of the pin during testing. The defective rear sleeve remained intact with the pin during testing. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the physical damage was confirmed. The reported fluid leak issue and blood leak alarm was not confirmed.